Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 1627487-2020-21183, 1627487-2020-21184, 1627487-2020-21185, 1627487-2020-21186, 1627487-2020-21187, 1627487-2020-21188. It was reported that patient experienced ineffective stimulation. As a result, patient underwent surgical intervention wherein the entire scs system was explanted.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.